Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy drain and abdominal pain. The cause of the event was unknown. The patient was hospitalized on the same day as event onset. The patient was treated with unspecified antibiotic (intraperitoneal) and heparin for the event. The patient was discharged 14 days after hospital admission. The patient was recovered from the peritonitis event (27 days after onset). Pd therapy was ongoing. No additional information is available.